Manufacturer narrative:
The devices were not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed and due to limited amount of information available and the article covering multiple patients, a cause for the death cannot be determined. Death is listed in the instructions for use (IFU) as a potential complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. B2: date of death estimated. B3: date of event is estimated. D6: date of implant is estimated. Article titled ¿impact of the mitraclip g4 system on routine practice and outcomes in patients with secondary mitral regurgitation."

Event description:
It was reported through a research article that 223 patients underwent edge-to-edge repair (teer) from 2018 to 2021. Within one year of the procedure, the implanted mitraclips may have caused or contributed to death. Additional information is listed in the attached article, titled, ¿impact of the mitraclip g4 system on routine practice and outcomes in patients with secondary mitral regurgitation.¿